Manufacturer narrative:
Exact date unknown, event occurred after the implant procedure. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 7057884.

Event description:
It was reported that following an implant procedure, the patient was experiencing abdominal pain. It was unknown if the abdominal pain was device related nor procedure related. All device components were explanted and will not be returned.